Event description:
It was reported that a malfunction occurred with the customer's pump, specifically identified as malfunction: 16-0x20e6. There was no reported impact to the customer's blood glucose level. The pump will not be returned as it was out of warranty, and no further actions or additional information regarding the outcome of the event were provided.